Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 473mg/dl. The customer was experienced high glucose for the past two days. The customer stated that she treated with the insulin pump several times, but her glucose level still was high. The customer stated that the ambulance was called as she could not treat her high glucose. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Troubleshooting could not be performed as the customer discontinued using the insulin pump, and she was treated with insulin drip. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.